Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch on the right ventricular (rv) lead. The safety switch triggered as pace impedances were less than 200 ohms. At this time, reprogramming was performed and the system remains in service. No adverse patient effects were reported.